Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was a blackout image on the subject device. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d4, h2, h3, h6, h11. The device was returned to olympus for evaluation, and it was found that due to damage on the plug unit, the image is not displayed. Based on historical data, possible causes include electrical problems due to open or short circuits, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the camera head components without any design or manufacturing defects. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information has been provided by the customer.